Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a nurse from (B)(6) of a patient death. On an unreported date, the patient experienced peritonitis. On an unreported date, the patient was switched from peritoneal dialysis to hemodialysis. On an unreported date in 2011, during hemodialysis therapy, the patient died. The cause of death was unknown. It was not reported if an autopsy had been performed. The nurse did not provide an assessment of causality for the event of death. The nurse declined further contact.

Manufacturer narrative:
(B)(4). The device involved in the incident is unknown. A 510k number will not be provided in the emdr as the product code and serial number are unknown. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter (B)(4) reported the patient was not on a baxter hemodialysis device for this case. No additional information was provided.